Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image quality of the rigid video laparoscope was poor. The issue occurred during unspecify diagnostic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation the fibre bonding in the outer tube area (distal end) is damaged, the charged coupled device(r-unit) is broken, and the dielectric strength is inadequate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by component failure. The reportable findings include damage to the fibre bonding in the outer tube area at the distal end, a broken charge-coupled device (r-unit), and inadequate dielectric strength. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.